Event description:
Information received by medtronic indicated that the customer received pump error 41 -motor power supply voltage error detected, pump error 43 - an error in the motor was detected by reading unexpected value from hall sensor and pump error 63 - hardware low level failures. Troubleshooting was performed and the issue was resolved. No harm requiring medical intervention was reported. The device will not be returned for failure analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.